Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device exhibited a decrease in estimated battery longevity, and far field over-sensing on the right atrial (ra) lead. A request was made to have data from this device analyzed. Technical services reviewed the available electrograms, and it was determined that the atrial tachycardia response (atr) episodes were inappropriate due to far-field oversensing. Technical services provided reprogramming recommendations, advising this reprogramming should decrease the power consumption. At this time, this pacemaker system remains in service and there was no adverse patient effects reported.